Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pt was experiencing a loss of spasticity control with increased clonus of the bilateral lower extremities. The pump was infusing lioresal 2000 mcg/ml at a daily does of 1.207 mcg. The hcp reported that often, at refills, there was too much drug in the pump. A pump myelogram was done and reported "without catheter occlusion." The pump was explanted and replaced due to the suspicion that it was not functioning properly. The pt outcome after the surgery was good.